Manufacturer narrative:
Pms/510(k): this part is not approved for use in the united states; however a like device catalog# 5540030, 510k#k113174 and UDI#(B)(4). This part is not approved for use in the united states; however a like device. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery at l4/5/s1/s2ai due to sacrum fracture. Post-op, the set screw backed out from the ballast screw head on the left side of the most caudal level. The patient suffered pain and underwent revision surgery. Implant removal was performed in the judgement that the original sacrum fracture was united.

Manufacturer narrative:
Additional information: product analysis the node of the set screw has multidirectional witness marks consistent with the screw backing out as the rod moves between the break off screw and the saddle of the bone screw. If information is provided in the future, a supplemental report will be issued.